Event description:
I purchased uv blocking photochromic glasses from zenni optical. I tested them after using them for a year, and they don't block uv light. I am concerned about the damage done to my eyes. Retailed: (B)(6). Purchase date: (B)(6) 2015. The product was damaged before the incident: no. The product was modified before the incident: no. Zenni optical frames and lenses. (B)(4).